Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, bending angle in down direction does not meet specifications, bending rubber has discoloration, universal cord has coating peeling, universal cord has a dent, universal cord has a scratch, distal end has a burn, adhesive on bending rubber is detached, scope connector has a scratch, light guide cover glass has corrosion, scratches found throughout the device, light guide-bundle has breakage, light guide lens has dirt deposition cause of low light in image, cleaned during incoming inspection, now image is ok, due to damage on channel tube, water tightness is lost, and due to clogging of ballon water tube, balloon channel cleaning brush cannot be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had image problem light not coming on during maintenance. During inspection and evaluation, the balloon channel at distal end is clogged with foreign objects. Foreign material is yellowish/brown in color, but it is unknown what the foreign material is. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Updated: e1, e2, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the balloon channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that could contribute to the retention of foreign material and no additional facility event and or device reprocessing information was reported or available, however, the issue was likely the result in insufficient cleaning/reprocessing. The event can be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.